Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0406 captures the reportable event of suture have multiple knots.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varices ligation procedure performed. The exact procedure date was unknown. During the procedure, they were unable to fire a band; it seemed like the pull string was wrapped around the bands differently than usual and it seems like that was the reason for the inability to deploy bands. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.